Manufacturer narrative:
Conclusion field left blank - no available code for undetermined or unknown cause. The customer¿s report of damaged tubing was confirmed. Visual inspection showed the tubing had a hole approximately 14 inches below the lower fitment, measuring approximately 0.142 inches long. Inspection under magnification indicated the hole appeared to be a shaved cut. Functional testing confirmed a leak from the damaged area. The root cause of the damage was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that leaking was noted from a hole in an unspecified location on the tubing during a patient infusion. No other details are available and there was no report of any patient harm.